Manufacturer narrative:
Device in question is between 12 and 15 years old, device has exceeded expected life of device as well as exceeded the shelf life of the device.

Event description:
It was reported to manufacturer by facility, the resident was putting siderail into the down position when the incident occurred. Per facility, the siderail became disengaged, and dropped onto resident's left foot. Device in question is between 12 and 15 years old; device has exceeded expected life as well as exceeded the shelf life of the device.